Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was repositioned but the problem did not resolve. The lens was replaced with a longer length lens and the problem resolved. The cause of the event was unknown. Claim #: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was replaced with a longer length lens and the problem resolved. The cause of the event was unknown.

Manufacturer narrative:
H11 manufacturer narrative : icl may move out of its appropriate position, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).